Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Promus premier ous mr 20 x 3.50mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Three central stent strut rows were damaged (stent strut rows 9-11, counting from the proximal end of the stent). The undamaged proximal section of the crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10-oct-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. Angiogram revealed a 90% stenosed target lesion located in the proximal to mid left anterior descending (lad) artery. After a 6f 3.5mm non-bsc guide catheter was engaged and a 0.014 non-bsc guide wire crossed the lesion, pre-dilatation was performed with a 2.5 x 12 non-bsc balloon catheter. A 20 x 3.50 promus premier¿ drug-eluting stent was then advanced but failed to cross the lesion. Pre-dilatation was performed again with a 3.0 x 12 non-bsc balloon catheter and the 20 x 3.50 promus premier¿ drug-eluting stent was advanced again; however, it still failed to cross the lesion. Subsequently, another 20 x 3.50 promus premier¿ drug-eluting stent was deployed and was post-dilatated with a 3.5 x 8 non-bsc balloon catheter. Final angiogram revealed timi 3 flow and the procedure was completed and the patient was transferred to the intensive care unit. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.